Event description:
(B)(4). I had a hysterectomy because one of the coils was in my uterus and I was having heavy bleeding and pain. I have had essure since 2008 and I reported my other side effects already and this was the outcome.